Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were used in conjunction with the cns: central nurse station: model #: pu-681ra, serial #: (B)(4), device manufacturer data: 04/05/2021, unique identifier (UDI) #: (B)(4). Telemetry transmitter(s): model #: ni, serial #: ni. Remote network station: model #: ni, serial #: ni.

Event description:
The monitor technician reported that the central nurse's station (cns) that during a generator test, the cns went into communication loss with all connected devices. No patient harm was reported. Nihon kohden technician had the monitor technician reboot the cns and when it came back on, it was still in communication loss and all the patient information disappeared as well. Nk technician advised the monitor technician that this suggests that the issue is in the multiple patient receiver closet and not with the connected devices and that their biomed will need to go into the multiple patient receiver or network closet to troubleshoot this issue. No further information has been received.

Manufacturer narrative:
Details of complaint: the monitor technician reported that during a generator test, the central nurse's station cns) went into comm loss with all connected devices. Technical support (ts) had the monitor technician reboot the cns. When it came back up, it was still in comm loss, and all the patient information had disappeared. Ts advised the monitor technician that this suggests that the issue was in the multiple patient receiver (org) closet and not with the connected devices. No patient harm was reported. Investigation summary: the customer also stated that these telemetry patients were being monitored by an rns in another location, which also showed comm loss. The evidence was consistent with an issue at the org receiver. The comm loss message is displayed when there is a gap in communication between the cns and the monitored devices connected via wired connection. In this case, the org receiver is connected via a wired connection to the cns. The caller was to escalate the event to a biomedical engineer (bme) or an it specialist to continue troubleshooting in the network closet. Additional information regarding the event was not made available. The comm loss event was likely linked to the reported generator test which may abruptly cut power to critical networking components. However, there is insufficient information available to determine the exact cause of the reported event. The service history for this cns shows no recurrence of the issue. There was one prior incident reported on 10/17/2021 with no resolution. Comm loss/signal loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of the monitored device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device, or user error. For transmitters, if there are transmitters assigned to adjacent channels of the network, there would be radio wave interference, and may cause signal loss. Other devices on the hospital network may also cause interference which could also cause communication or signal loss.

Event description:
The monitor technician reported that during a generator test, the central nurse's station cns) went into comm loss with all connected devices. Technical support (ts) had the monitor no patient harm was reported.